Event description:
The customer reported that the insulin pump was constantly telling them to check their blood glucose values, and vibrating and buzzing. The customer did not report any no delivery alarms. The customer's blood glucose value was 255 mg/dl. The customer was advised to monitor the situation. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.